Event description:
A customer reported that the battery was randomly dying. There was no reported impact to the customer's blood glucose level. The customer declined further follow-up at the time, and additional information about corrective actions or the outcome of the event was not available.